Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the endowrist one vessel sealer instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument stopped sealing tissue. The system generated an audible tone as if it were sealing but the instrument was not sealing. The surgeon had to use another endowrist one vessel sealer instrument to complete the procedure. There was no report that any fragment(s) from the instrument fell inside the patient, any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was completed.